Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call constant tone on the insulin pump. Customer's blood glucose level was over 300 mg/dl. Troubleshooting for constant tone was performed. Customer advised they changed the reservoir and the device made a beeping noise. Customer replaced the battery and the constant tone continued. Customer advised they were unable to complete the rewind process and have not worn the device for a few weeks. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a frozen display and constant audio alarm tone due to a problem with the motherboard. Unable to perform the displacement test due to the frozen display. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.